Event description:
It was reported by service report that the head end lift was not going down and footboard lid was missing leaving sharp edges that could cause lacerations/cuts were reported. No pt involvement or adverse consequences are reported.